Event description:
It was reported that revision surgery was performed due to loosening of the acetabular cup.

Event description:
It was reported that the patient's symptoms began in 2011. The surgeon does not fault the device.

Manufacturer narrative:
Analysis of the returned devices indicated that bone cement had been applied to the exterior surface of the acetabular cup for device fixation and constitutes an off-label application of the device, as the cup in intended for use without bone cement.